Event description:
A reporter called and stated he received a letter from walmart to notify him that his true metrix blood glucose monitoring systems is in the recall list. Reporter said he did not have any problem with the device.